Event description:
It was reported by service report that there was a broken weld on the right locking spindle and the side rail could not lock in the upright position. The customer could not determine if there was patient involvement or if there were adverse consequences to report.